Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a revision procedure on (B)(6) 2011 and (B)(6) 2011 due to patient allegations of pain, discomfort, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2011 due to pain. Operative report noted the presence of fluid. The modular head and acetabular cup were removed and replaced. Operative report received noted patient underwent a additional right hip revision on (B)(6) 2011 due to pain and acetabular loosening. Operative report noted the presence of fluid, inflammation and bone loss. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-04419 /-04420 /-04423 /-04421).